Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: upon review of the available information, there is no allegation or objective evidence indicating a serious patient injury, death, and/or other adverse event(s) occurred while utilizing a fresenius medical device(s) and/or product(s). Additionally, there is no allegation or objective evidence a fresenius device(s) and/or product(s) failed to meet user expectations or manufacturer specifications. Therefore, the reported events do not require further complaint handling by the manufacturer for medical device(s) and/or product(s).

Event description:
During an anonymous customer experience survey, it was reported that this patient experienced an unspecified serious infection and had to discontinue peritoneal dialysis (pd) therapy. The patient reported that it was too hard to restart pd as they were hospitalized recently and had problems with their access/catheter. There were no recorded issues with any fresenius device or product in relation to the reported event. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process associated with the reported event. An investigation of the device history records was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements. The product lots involved met all specifications for release. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
During an anonymous customer experience survey, it was reported that this patient experienced an unspecified serious infection and had to discontinue peritoneal dialysis (pd) therapy. The patient reported that it was too hard to restart pd as they were hospitalized recently and had problems with their access/catheter. There were no recorded issues with any fresenius device or product in relation to the reported event. Additional information was requested, however to date has not been provided.